Event description:
The customer contacted olympus to ask if they can continue to use the scope if the biopsy port was loose and broken image fibers that did not obstruct the image. There were no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
During troubleshooting the service center rep informed the customer as long as the image is clear enough to where they can see what they are doing the scope can continue to be used however, they should send it in for repair when possible. Later the biomed informed the service rep the scope was sent their vendor for repair. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The device malfunction occurred during reprocessing and the unknown procedure was diagnostic.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 29-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the approved final investigation and to update b5 based on customer information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer was unable to provide third party device evaluation results. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.